Event description:
Information received with return of the explanted device notes that the patient was seen in the emergency room when the device failed to capture at maximum output and pulse width. Pacing resumed at 2.5v after reprogramming the device to unipolar pace and sense. The device did not sense or pace in bipolar, so it was replaced.